Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 509804) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("burning on urination"), menorrhagia ("hypermenorrhea"), abdominal distension ("bloated belly"), vertigo ("vertigo"), headache ("headaches"), tinnitus ("tinnitus"), allergic oedema ("allergic reaction with edema"), neck pain ("neck and lower back pain"), back pain ("neck and lower back pain"), chills ("chills"), pruritus ("pruritus") and breast mass (""balls" in the right breast"). At the time of the report, the pelvic pain, dysuria, menorrhagia, abdominal distension, vertigo, headache, tinnitus, allergic oedema, neck pain, back pain, chills, pruritus and breast mass outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergic oedema, back pain, breast mass, chills, dysuria, headache, menorrhagia, neck pain, pelvic pain, pruritus, tinnitus and vertigo with essure. The reporter commented: event onset date: 2017-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018.the most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure (batch no. 509804) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006,the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhea"), abdominal distension ("bloated belly"), back pain ("neck and lower back pain"), hypersensitivity ("allergic reaction with edema") with allergic oedema, pruritus ("pruritus"), headache ("headaches"), dysuria ("burning on urination"), vertigo ("vertigo"), tinnitus ("tinnitus"), neck pain ("neck and lower back pain"), chills ("chills") and breast mass (""balls" in the right breast"). At the time of the report, the pelvic pain, menorrhagia, abdominal distension, back pain, hypersensitivity, pruritus, headache, dysuria, vertigo, tinnitus, neck pain, chills and breast mass outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, breast mass, chills, dysuria, headache, hypersensitivity, menorrhagia, neck pain, pelvic pain, pruritus, tinnitus and vertigo with essure. The reporter commented: event onset date: 2017-2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018. Quality safety evaluation of ptc, event was updated after internal review (allergic reaction). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-oct-2018. The most recent information was received on 10-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure (batch no. 509804) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("burning on urination"), menorrhagia ("hypermenorrhea"), abdominal distension ("bloated belly"), vertigo ("vertigo"), headache ("headaches"), tinnitus ("tinnitus"), allergic oedema ("allergic reaction with edema"), neck pain ("neck and lower back pain"), back pain ("neck and lower back pain"), chills ("chills"), pruritus ("pruritus") and breast mass (""balls" in the right breast"). At the time of the report, the pelvic pain, dysuria, menorrhagia, abdominal distension, vertigo, headache, tinnitus, allergic oedema, neck pain, back pain, chills, pruritus and breast mass outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergic oedema, back pain, breast mass, chills, dysuria, headache, menorrhagia, neck pain, pelvic pain, pruritus, tinnitus and vertigo with essure. The reporter commented: event onset date: 2017-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2018: internal correction of mdsil, new list drawn, narrative update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.